Event description:
It was reported that the insulin pump alarmed during the prime process. The current blood glucose reading is 477 mg/dl. Customer will treat with the insulin pump. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Unable to prime during the prime test due to protruded/loose drive support disk. No prime alarm noted during testing. Unable to perform basic occlusion, occlusion, excessive no delivery test due to prime/fill anomaly.